Manufacturer narrative:
The aspiration and dispense check valve malfunction or leakage may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer found leakage during the run. It impacted the staining process and customer was able to complete the test manually. The field service engineer replaced the aspiration and dispense check valve. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.